Event description:
It was reported that the insulin gauge was inaccurate. Customer reported they drew air into syringe and pushed it into cartridge and then removed it from the cartridge. Tandem technical support (cts) educated the customer on the correct fill process. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, ¿keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger.¿